Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the needle. No serious injury or medical intervention was reported.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. 2 photos and 1 sample were returned for evaluation. A black thread-liked foreign matter (fm) was observed to be on the cannula from the returned photos. The black thread-liked fm was sent for fourier transform infrared spectroscopy (ftir) test. The ftir result shows that the spectrum of the fm had matched with the spectrum of the polypropylene. Polypropylene is a thermoplastic polymer commonly used in plastic parts, films, containers and laboratory equipment. Fm on the cannula is identified as polypropylene. This may be caused when there is disturbance to the shield press and loading station where both polyethylene and polypropylene dust were found, and it may fly onto the cannula. The manufacturing process was reviewed. There is no process in the manufacturing facilities could have probably cause this nonconformance except that the disturbance maybe a result from the sweeping when the 4 hour housekeeping is performed by the pt. It is a communicated practice to ensure that the area does not have any products at the station before housekeeping is performed. However, there may be a possibility that the pt have overlooked the area and failed to remove all parts before sweeping.